Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance and loss of capture due to suspected fracture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.